Manufacturer narrative:
The investigation determined that the customer had processed patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Ocd field service investigated and performed necessary repairs to multiple subsystems on january 22 2010, returning the vitros eci to intended operation. The root cause of the falsely elevated vitros tropi es results could not be determined, however, poor sample processing and the analyzer that required repairs and adjustments could not be ruled out. Following the service activity, no further occurrences of falsely elevated tropi es results have been observed.

Event description:
The customer observed a single, non-reproducible, falsely elevated vitros tropi es results on multiple patient samples processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. One result was reported outside the laboratory, however; a corrected report was sent. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).